Event description:
It was reported that there was noise present on the atrial, ventricular, and shock channels of this implantable cardioverter defibrillator (ICD) system. Technical services (ts) analyzed device episode data and found that there was oversensing of the noise which resulted in pacing inhibition. It was noted that this patient was 96% dependent on ventricular pacing. It was noted that this ICD was less than 3 months to elective replacement indicator (eri) with charge times of 13.8 seconds. No additional adverse patient effects were reported. Currently, this ICD system remains in service.